Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple applications in operation. A technical support specialist terminated all applications through the task manager. Upon restarting the application, the user was able to log in and complete tasks. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system, the screen became unresponsive. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.